Manufacturer narrative:
P-cap locked in place properly during testing. Unable to insert battery properly due to battery broken tube threads, therefore unable to power on unit. Unable to perform the sleep current measurement, active current measurement test, and self test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. However, moisture damage was noted on pcba1 and motor assembly. Unit was received with the following cosmetic damages: broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay at select button, missing display window/cover, keypad overlay texture damage, scratched case and cracked case on battery side. In conclusion, customer concerns of cosmetic damages were confirmed when the unit was received with cracked case (battery tube) and broken battery tube threads. Unable to confirm charge/battery lasts less than expected and failed batt test when unit gave a blank display due to broken battery tube threads. Moisture damage was also noted on pcba1 and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump battery compartment, battery failed alarm and short battery life of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.